Event description:
It was reported, when the package was opened, it was found that the catheter support guidewire had punctured the catheter and could not be used. The support guide wire leaked during the pre-fill check before use of the PICC catheter, and the catheter leaked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, when the package was opened, it was found that the catheter support guidewire had punctured the catheter and could not be used. The support guide wire leaked during the pre-fill check before use of the PICC catheter, and the catheter leaked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl groshong catheter w/ inlaid stiffening stylet. The catheter was leak tested by flushing with water using a 12ml luer lok syringe. During testing, a leak was observed on the distal end of the catheter tubing near the valve. Measurement with a steel ruler found that the leak was approximately 2cm from the tip of the catheter. Microscopic inspection of the leak site found that a circular tear was present. The tear was located near the tip of the stylet. However, the tear size was significantly smaller than the tip of the stylet, making it unlikely that the stylet had contributed to the observed damage. Additionally, the path of the tear through the catheter wall was fully perpendicular to the length of the catheter, making it unlikely that the damage had originated internally as internal damage is typically characterized by a diagonal trajectory through the catheter wall. Closer inspection of the fracture features found that the edges were sharp and well defined, indicating that the catheter had likely been punctured. No further observations could be made due to the small size of the tear. Based on the observed features, it is likely that the catheter had been punctured but it could not be determined when or how this occurred. Therefore, the root cause remains unknown.